Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest fingerstick glucose of 47 mg/dl, after temporarily removing the device for an MRI and resuming use a few hours later; the ilet alerted for low glucose, and a delayed hypoglycemic event was considered following prior corrections and a meal announcement for a markedly elevated glucose, with concurrent use of mounjaro and jardiance noted as potential contributors. Symptoms included dizziness, blurry vision, and muscle weakness. Outcomes included treatment in the emergency department with intravenous dextrose and return to glucose in range. Investigation included review of the reported event details, user-reported device alerts, and troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and no component failure identified, with the event attributed to hypoglycemia of unclear cause in the context of recent corrections, carbohydrate intake, and concomitant medications. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.